Manufacturer narrative:
The permanent cautery hook (pch) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece on the side of the permanent cautery hook (pch) instrument broke off inside the patient. The fragment was retrieved during the same procedure which was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11 device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 6.10 mm x 5.11 mm in size. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken distal clevis did not show damage.

Event description:
Refer to h11 for follow-up information.